Event description:
The customer family member called in regards to patient's hospitalization due to high bgs. Troubleshooting was not performed at the time of call. The family member is concerned that pump is not working. Advised family member patient's to call back. A day later, the customer called from the hospital. Troubleshooting was performed. The high-pressure test was completed and pump tested ok. It was mentioned that the customer had scar tissue and feels taht this is the problem. Recommended switching to new site area.